Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states when you pull back it stops intermittently working. Display shows it is moving but it is not moving.MDR filed.